Event description:
It was reported by the caller gynecare intergel was used on the pt in a laparoscopy. It was reported by the caller the pt developed severe abdominal pain and a high fever in 10/2002. Pt was hospitalized for one week and "multiple tests" were done. The pt continues to have chronic pain and vaginal bleeding since. Additional info provided in 05/2003 noted that tthe initial surgery was to treat endometriosis. Additional info provided in 09/2004 noted the pt presented for admission for 36 hours after having a laparoscopy in 2002 for a known history of endometriosis and chronic pelvic pain. The pt was then seen in 10/2002 with complaint of 2 days with right lower quadrant pain. The pain was noted to radiate up to the diaphragm and down to groin. It was described as sharp on a background of dull. Left lower quadrant also hurt but not as bad. Pt also stated that in 10/2002 pt had right hip and pt had knee pain without any physical activity or exertion. Pt was on continous birth control pills at the time of admission. On the morning of presentation the pt had a temp of 38c and positive chills. Pt had no change in bowel habits and pt stated that "I have a cold too and scratchy throat." Pt had regular intake for food. It is stated in the records "postoperative infection and fever can be due to uti, pneumonia, dvt, a hematoma that gets secondary infected, and abscess and a wound infection. However, two weeks out from their surgery with normal intervening course is less consistent with the above differential. It is possible that there is a hematoma abscess present, possible for early appendicitis. However, in speaking with the attending physician there have been reports within the last week of gynecare intergel causing self limited fever and abdominal pain. Presenting roughly one to three weeks after surgery." The pt was observed for 36 hours without food and without pain medication and it was found that the evenings were the times of most pain intensity. Both evenings the pt was able to fall asleep overnight and early morning course fairly pain free and movement increased the paid did as well. Pt defervesced on the evening of admission and stayed afebrile throughout their two day stay. Pt was sent home day 3 with a slight improvement in pain. Pt was sent demerol and motrin. Pt was to call for increase in abdominal pain or fever. Their discharge diagnosis was noted as secondary to gynecare intergel placement. Of note white cell count returned to normal and cultures all returned negative. In the discharge diagnosis it is stated that "also worth mentioning that a possibility of their abdominal pain could be exacerbation of their endometriosis given that pt was bleeding at the time of admission." In 10/002 it is noted "pt is doing better after increased pain and fevers from the placement of intergel to try to avoid recurrent adhesion formation. At this point pt is doing better and their pain is controlled. Pt states that the surgical procedure has helped endometriosis pain." In 11/2002 pt wondered if their increased "weepiness" was due to gynecare intergel and their physician stated no. In 1/2003 attending physician states, "we discussed the fact that their pain is most likely secondary to their endometriosis." From that point on one multiple visits show that the pt continued to have pelvic pain, mentioned in several notes with their diagnosis of endometroisis.